Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: the pump's black box showed no evidence of short battery life. The battery compartment was found to be cracked. The prime steps were performed with no issues. The pump's current draws were within specifications. The alleged issue could not be duplicated.